Event description:
A consumer reports her vision has never been satisfactory since she had an intraocular lens (iol) implanted over three yrs ago. She states her vision is good with glasses in bright sunlight but as the light decreases her vision becomes progressively blurry. Her vision at night is very bad. Follow-up with the implanting surgeon revealed that the pt has 30% higher order aberration, which he feels have been magnified by the spherical iol. He is considering laser refractive surgery. He does not want to perform a lens exchange. Add'l info has been requested including the pt's current condition.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by fax and mail on 11/13/2006 and follow-up phone calls were conducted on 11/17/2006, 11/20/2006 and 11/27/200. Add'l info was provided by phone. To date, a completed questionnaire has not been received.